Manufacturer narrative:
(B)(4)

Event description:
It was reported the r-wave amplitude had gradually declined from the previous year. It was recommended to order a venogram when the device is electively replaced. Performing a venogram to see if the veins are not occluded will indicate if a lead revision is necessary. No further information is available.